Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity s hiv ag/ab combo reagent lot 26277be00 identified normal complaint activity. Return sample analysis: testing with a retained kit of architect hiv ag/ab combo reagent lot confirmed the reactive result observed by the customer. The presence of heterophilic antibodies was investigated by using scantibodies hbt treatment. Obtained results suggest that heterophilic antibodies are present in the sample and caused or contributed to the false reactive results. Field data review showed that the initial and repeat reactive rate observed for the complaint lot in blood banks meets the specificity performance claim of the package insert. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No systemic issue or product deficiency was identified with alinity s hiv ag/ab combo reagent lot 26277be00.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06p01-55 that has a similar product distributed in the us, list number 06p01-60. Patient identifier complete sid: (B)(6).

Event description:
The customer reported a (B)(6) alinity s hiv ag/ab combo result on an (B)(6) yr old patient. Results provided: on (B)(6) 2021, sid (B)(6) = (B)(6), repeated on (B)(6) 2021 = (B)(6), architect on (B)(6) 2021 = (B)(6); on (B)(6) 2021, sid (B)(6) = (B)(6), architect = (B)(6). No impact to patient management was reported.